Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on the lcd window, cracked case at display window corner, and cracked battery tube threads.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers were scrolling on the insulin pump while the customer attempted to bolus. The customer stated the escape button was unresponsive to stop the scrolling. Customer's blood glucose was 175 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.